Event description:
It was reported that the presenting electrogram showed what appeared to be crosstalk, which resulted in ventricular safety pacing. The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.